Event description:
It was reported that the patient had expired approximately after implant duration of .57 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry. It was additionally reported that a second device, model # 4425, was implanted. Refer to MFR #6000002-2009-09691.